Event description:
It was reported that, during the surgery, when pulling the ar-4500, number1 needle out of meniscus, the peek implant was pulled out as well. The surgery was completed using the products with the same product code. No adverse effect on the patient. Ar-4500, lot 11353064 and 11537918, quantity: (B)(4)

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.the complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to improper preparation.